Event description:
Information received with return of the explanted device notes that during the closing of the pocket, pectoral stimulation was observed when the device was programmed to the bipolar configuration. Blood was noted in the connector header. The physician felt that the connector port was too big for the lead.